Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2009. Product type: catheter: product ID 8731, lot# b004866n16, implanted: (B)(6) 2003. Product type: catheter. (B)(4).

Event description:
It was reported the hcp believed csf was leaking into the pocket. The hcp was able to aspirate clear fluid from both the cap and the pocket. Per the reporter it was unclear when the seroma occurred as the patient reported the seroma just happened and stated it had been happening for a while. The patient reported that he was not getting good therapy anymore. The hcp had planned to do a dye study and then decided not to after pulling back the fluid. The hcp pulled 35cc of fluid from the pump pocket the day of the report. The hcp was planning to schedule the patient for catheter revision but appointment had not been set yet. The hcp also planned to have the fluid that was aspirated analyzed. The pump was used to deliver morphine. Additional information received indicated that the catheter was patent but possible not with the intrathecal space. Not (illegible) or infected. No issue was secondary to avoid withdrawal. A pump rotor study was done (B)(6) 2013 and the results indicated the pump internal rotor had been functioning well. 5/16 a sample was sent to the lab for analysis and morphine was confirmed in the sample. It was also reported that the patient experienced swelling to the pump site to the left quadrant. The patient¿s replacement/revision of the catheter was still pending as the patient was in the process of obtaining medical clearance. The pump was also used to deliver clonidine.